Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 12 atms on the second inflation. (The number of atms reached on the initial inflation is unknown). The quantum maverick monorail balloon was used to treat a very calcified, 90% stenotic lesion in a minimally tortuous mid lad coronary artery. The pt was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'; no injuries or other complications were reported.